Manufacturer narrative:
The tram rac 4a involved in the incident was not returned for engineering investigation. However, review of the photos of the device involved indicate a component or connector failure on the tram-rac 4a interface pcb. The exact failure of the tram-rac 4a interface pcb cannot be determined, however, components and connectors on the tram-rac 4a interface pcb can fail over time due to mechanical shock, vibration, temperature and fluid ingress. Based on the device serial number, the tram rac 4a was approximately 7 1/2 years old at the time of the incident. The probable root cause was determined to be a component or connector failure on the tram-rac 4a interface pcb.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow-up report will be submitted when the investigation is complete. (B)(4). Device evaluation anticipated, but not yet begun

Event description:
Per user facility report: ICU rn in patient's room witnessed the monitor above the patient go blank. Smoke started coming out of the computer. The nursing staff immediately evacuated the patient and contacted biomed staff to respond. Biomed unplugged the device and re-plugged the device, which caused the smoke to reoccur. The device was sequestered. The patient was not harmed.